Manufacturer narrative:
Device evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a embold fibered coil system. Visual examination of the device revealed the coil was stretched/detached. The wedge lock was removed at the customer site and was not received. The device was received with the perforations intact and no introducer damage. Microscopic examination of the device revealed the coil was stretched/detached from the distal coupler weld with couplers slightly bent, but still locked via pull wire. Inspection of the returned device revealed a stretched/detached. The complaint was confirmed for a stretched/detached coil consistent with difficulties advancing or withdrawing the device.

Event description:
Reportable based on device analysis completed on 09aug2024. It was reported that the coil was unable to advance in the microcatheter. A 2x6 embold fibered detachable coil system was selected for an embolization procedure to treat an unknown bleed. During the procedure, however, the coil became stuck in the catheter. The catheter was re-sheathed and flushed well, and it was tried again to deploy the coil. The coil was still stuck, so a new coil was used to complete the procedure. There were no patient complications reported. However, device analysis revealed a stretched and detached coil.